Event description:
It was reported that a pump declared an altitude alarm and the insulin delivery was suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to clean the speaker holes and try reconnecting the cartridge. Reportedly, customer reverted to a backup insulin pump for insulin therapy.